Event description:
It was reported to tyco/healthcare/kendall on 11/26/01 alleging that a pt had a chest drainage unit in place for 9 days without any improvement in health. It was reported that the chest drainage unit was replaced and the pt's health improved significantly within twenty-four hours. Co is unable to contact the user facility for more details and the unit is not available for evaluation.